Event description:
Incident as reported: lap chole - "dr (B)(6) performed a lap chole on a very large pt. She initially tried to establish pneumo with an insufflation needle but could not tell if she was in the abdomen. She then asked for a 5x150mm optical trocar. As she was going in optically she still had problems knowing where she was at in the abdomen. She put the camera in a couple of times only to realize she had still not penetrated the peritoneum. As she put the obturator back in, continued downward force and ran into small bowel causing a small injury. She decided to open the pt to fix the injury and perform the lap chole."

Manufacturer narrative:
Event sample to be returned for engineer eval. More info will be provided once it is available.